Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered a blood glucose value in the carbohydrate field and delivered an incorrect bolus dosage. Customer's blood glucose (bg) level was impacted (45 mg/dl). Customer treated hypoglycemia by drinking a can of regular coke. Customer reported that bg is level normalized.